Event description:
It was reported that the right ventricular (rv) lead exhibited lead fracture, high pacing impedance, and oversensed noise which led to inappropriate shock. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged.